Event description:
While using my sonicare healthy white tooth brush with this after market branded replacement brush head it detached from the handle while I was brushing my teeth, posing a choking hazard..I thought it was maybe a fluke, but when I tried another one within a week of use, it happened again. (B)(4).